Event description:
Related manufacturer reference number: 3006705815-2022-14064. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event high impedance/ineffective stimulation was confirmed. As received, both octrode leads had kink with all internal broken wires on one and two broken wires on the second one. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.